Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2006: patient underwent spinal fusion surgery using rhbmp-2/acs and chips from musculoskeletal transplant foundation. No other information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.